Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The caller also stated that the patient has 3 drugs in the pump, but could not remember the other 2. The reason for use was spinal pain. It was reported that the caller alleged the pump was alarming or beeping. The caller thinks they heard an alarm coming from the pump, it was ¿very faint however.¿ a non-critical alarm sound was played for the caller and the caller stated she ¿isn¿t sure if this is coming from the pump or somewhere else.¿ the issue started on (B)(6) 2018. The patient¿s refill was scheduled for thursday ((B)(6) 2018). The patient was not experiencing any symptoms of withdrawal at the time of the call. There were no symptoms reported. The caller was to follow up with the healthcare professional (hcp). The caller stated that they contacted the hcp and they said to call the manufacturer¿s representative (rep). There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2018. It was reported that the alarm was the low volume alarm as the patient missed his pump refill appointment. The pump was refilled with 20cc of medicine and the pump alarm resolved. The patient¿s weight at the time of the event was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.